Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector at the failure analysis center and found no failures. The reported failure was not duplicated.

Event description:
It was reported that the internal therapy connector was loose and pulled out of the front case. A loose connector would not allow paddles or quik-combo cable connection and would inhibit defibrillation therapy delivery. There was no pt involvement associated with event.